Event description:
It was reported that this artificial urinary sphincter (aus) was no longer functional, which led to an in-clinic evaluation. It was decided to perform a revision surgery. During the procedure, the entire aus was removed and replaced. A hole that caused fluid leak was confirmed in the pressure-regulating balloon near the tubing joint. No patient complications were reported.

Manufacturer narrative:
Event date: approximated based on event description, as anomalies started approximately eight months prior surgery.